Manufacturer narrative:
Examination of the returned device was unable to confirm the reported issue. There was no inaccurate values or control issues during the evaluation. There was no physical damage found during the visual inspection. Functional checks and electrical safety test, burn-in simulation and data box testing succeeded without any faults. A root cause is unable to be determined as the failure could not be replicated. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Physiologic parameters are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
A device evaluation is anticipated; however the complaint cannot be confirmed without the completion of a product evaluation. Upon return of the device, a supplemental report will be forthcoming with the evaluation results. A review of the device history record was done with no related non-conformances found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the ev1000 platform was broken. Per follow up, the customer reported the issue with the ev1000 was that the control panel did not work properly, and it gave inaccurate values. The expected values and values shown on the monitor are unknown. There was no allegation of any patient injury or compromise. Patient demographics requested but unavailable.